Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, patient underwent a spine fusion surgery on lumbar region of her spine from l5-s1 using rhbmp-2/acs (approach: posterior fusion and transforaminal lumbar fusion surgery). The rhbmp-2 collagen sponge was placed outside the cage. Patient's post-operative period has been marked by increasingly severe low back pain, radiating pain into her legs, swelling, numbness and tingling in both feet, and urinary incontinence. Patient has limited mobility, experiences difficulty sitting, standing and bending, and is unable to work or do any activity that puts pressure on her lower back. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: internal disc derangement, l5-s1; left leg radiculopathy, multilevel. Patient underwent following procedures: tlif procedure, l5-s1; placement of interbody spacer, l5-s1; decompression of spinal cord and nerve root l5-s1; non-segmental instrumentation, l5-s1; right iliac crest bone graft harvest; use of rhbmp-2/acs; posterolateral arthrodesis, l5-s1. As per operative notes,¿ a 12 mm pioneer graft was then packed with bone and then impacted into position after the intervertebral space was packed with approximately 10 ml of iliac crest bone. Excellent fit and till was obtained with the graft and the c-arm demonstrated excellent placement.¿ no intra-operative complications were reported.